Event description:
It was reported that approximately one week post implant, the patient received inappropriate therapy, and there was noise, which was reproducible with pocket manipulation. Upon evaluation, all leads were secure in the header, and no noise was elicited when the leads were tested with an analyzer. It was suspected that there was a problem with the device header, so the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Evaluation summary no anomalies found it was reported that approximately one week post implant, the patient received inappropriate therapy, and there was noise, which was reproducible with pocket manipulation. Upon evaluation, all leads were secure in the header, and no noise was elicited when the leads were tested with an analyzer. It was suspected that there was a problem with the device header, so the device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications oversensing shock, inappropriate noise.